Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). E3: reporter is a j&j employee. H4: the device manufacture date is currently unavailable. Investigation summary: a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Upon visualization of the photo, it was observed that only a partial part of the device is shown, it was noted the device shaft and the anchor, the anchor is still attached in the inserter, it appears to be broken in the tip. The anchor as well as the shaft show foreign matter, presumably biological matter. A manufacturing record evaluation was performed for the finished device lot number: 128l926, and no non-conformances related to the reported complaint condition were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the visual inspection findings, the reported complaint was confirmed. A possible root cause for the issue experienced by the customer can be attributed to procedural variables, such handling of the device or product interaction during procedure; an incorrect alignment of the anchor when it was being inserter may have caused an incomplete insertion and consequently the anchor was pulled out. Also the possible root cause for the broken tip can be related to the axial misalignment that may have occurred and consequently the anchor breakage. As per IFU: incomplete insertion or over-tensioning or poor bone quality may result in anchor pullout. Improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 2 of 2 for (B)(4). It was reported by the affiliate in japan that during a rotator cuff repair procedure on (B)(6) 2023, two 5.5mm healix advance knotless br anchor devices were used. According to the report, when the surgeon passed the healix permatape tape and suture inserted in the medial row through the first anchor one at a time then attempted to insert the anchor, it was observed that the anchor broke off. It was reported that when the second anchor was opened then tried to be inserted, it was observed that it could not be inserted properly. It was reported that the surgeon gave up on the specular procedure and performed the procedure under direct vision. It was reported that the procedure was to be completed under the specular view; and therefore, the surgeon made other burr holes and inserted 6.5 mm and 4.75 mm anchors. It was reported that the surgeon confirmed by x-rays that there were no broken fragments left in the patient¿s body. It was unknown how the procedure was completed successfully with over 30 minutes delay. The status of the patient was unknown. No additional information was provided.